Event description:
Device failed to deliver insulin due to death of battery. Caller stated at 3:30am she was alerted by her dexcom monitor that she was hyperglycemic, 259mg/dl. Her accu-check screen was blank and inoperable. Caller is concerned that there was no low battery indicator. This is the second occurrence in the last 3 years, the first occurrence resulted in the caller having been hospitalized for 3 days to treat diabetic ketoacidosis.